Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had intermittent chest bleeding. The patient required three chest washout operations over an eight-day period as treatment. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the controller log files revealed multiple increases and decreases in power consumption beginning (B)(6) 2018. 8 low flow alarms have been logged since (B)(6) 2018 and 1 high watt alarm was logged on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation and historical review of similar high-power events, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, or incorrect setting of alarm threshold. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, inappropriate pump rotational speed, constriction in the outflow graft, poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.